Event description:
It was reported that during a da vinci s cystectomy procedure a blade from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade was broken off of the instrument. The left blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. The detached blade was not returned with the instrument. No other damage was found. Per the information provided by the initial reporter, the broken blade was successfully retrieved from the patient.